Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported during the patients ipg replacement (related manufacturer reference number: 3006705815-2019-02926) the new ipg could not be tightened to the leads. As a result the ipg was explanted and the procedure was abandoned.

Manufacturer narrative:
Initial reported was incorrectly reported in previous report.

Manufacturer narrative:
The complaint for allegation statement: unable to tighten screw head was confirmed. The ipg was returned in good condition. Visual inspection revealed the set screw for port 0-7 and port 8-15 were found dislodged from the connector assembly; making the hex opening inaccessible. After the set screws were properly oriented, the terminal end of a lab standard lead was fully inserted, secured and removed from each chamber without any issue noted. Manufacturing investigation: pr site: no issue found with DHR review. There was no rework or ncmr associated with this event.